Event description:
This lead was implanted on (B)(6) 2009 and was capped on b)(6) 2013 due to unknown reason. The physician was dr. B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).